Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the device was not returned to olympus, preventing its evaluation, the investigation determined the likely cause of the failure was the pentax software that was used in conjunction with the subject device. The failure was isolated to the pentax software and not the otv-s190. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus technical assistance center (tac). During preparation for use, the visera elite video system center had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer indicated that settings were switched, and the system was working again. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.